Event description:
The pt was implanted with a left ventricular assist device (lvad). The user facility report (B)(4) was rec'd from the (B)(6) registry which stated that a "cta was performed due to elevated ldh levels which revealed malposition of the lvad inflow cannula causing decreased flow and hemolysis." The vad coordinator reported that the pt was admitted due to power elevations. The pt was upgraded to status 1a on the transplant list. Approx 10 days following their admission, power elevations were noted between 10 and 11 watts. His lactate dehydrogenase (ldh) was also elevated to a level outside of the normal range for the pt and it continued to rise. The pt was started on a bivalirudin drip and was given integrilin twice. His ldh peaked at 1527. A decision was made to exchange the device and the pt was taken to the operating room. The surgeon removed the pump and the inflow cannula. The surgeon reported visualizing a clot on the inlet stator. The pump will be returned for analysis and the pt remains ongoing on the new lvad.

Manufacturer narrative:
The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. (B)(4).